Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged cartridge alarm 5: it was reported that a cartridge alarm 5 occurred. The issue was resolved by clearing the alarm, loading a new cartridge, or reverting to an alternate method of insulin therapy. There was no adverse impact.